Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, approximately 28 days post implant of a 26mm sapien 3 ultra resilia valve inside a non-edwards mitral surgical valve, a decision was made by the physician to fracture the surgical valve. The patient's gradient post implant was 6mmhg and at the time of the surgical valve fracture, the gradient was 11mmhg. After fracturing the surgical valve, the gradient was 4mmhg. The patient did not exhibit any symptoms. The patient was stable and there were no procedure complications. Per report, the perceived root cause was that the surgical valve was not fractured at the time of implant.

Manufacturer narrative:
A final MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, and investigation conclusions have been updated. The event(s) reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the increased gradient post implantation was unable to be confirmed based on no medical record/ imagery was provided. Available information suggests procedural factors (under expanded surgical valve) likely contributed to the event as the gradient improved after fracturing the surgical valve as reported. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstruct, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.